Manufacturer narrative:
(B)(4). Method: the actual device was not returned. A review of the device history record (DHR) for the reported lot number is currently in process. Results: at this time the investigation is still in progress. Once the device is received, testing will be performed and results will be provided once completed. A DHR review of the reported lot was conducted. According with the results the production lot met all manufacturing and quality specifications. Conclusions: once the investigation and device analysis are completed a follow-up report will be submitted. Information from this incident has been included in our product complaint and MDR trend reporting systems. Trend information is used to identify the need for additional investigations. Device not received for evaluation.

Event description:
Fill volume: 550ml. Flow rate: 10ml/hr. Procedure: left ankle reconstructive surgery. Cathplace: left popliteal block. It was reported that the pain pump made a hissing sound and started to "get small rapidly" while it was on the patient. The patient felt numbness in the leg. The pump was also leaking in the bag. The patient had surgery on (B)(6) 2016. Additional information received 08-feb-2016 stated the patient had foot surgery (B)(6) 2016. The patient was first put on an electronic pain for overnight use then switched to the onq saf prior to discharge. The incident occurred after discharge while the patient was at home. The patient noticed the incident and then called the physician. On (B)(6) 2016 at 5pm the patient reported to the physician that she heard a hissing sound from the pump and felt the ball/bag leaking with wetness and she noticed an increase in numbness sensation. The physician told the patient to remove the catheter and place it in a bowl to see how fast it was infusing. The physician stated the patient reported the leaking device filled up a "shot glass" full of medication quickly at a rate of 10cc/hr in the bowl. There was no reported adverse reaction nor medical intervention needed.

Manufacturer narrative:
UDI # unknown. The device history record for the lot number, 0202276732, involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. One sample device was returned. The original packaging was not returned with the device. The pump was received empty. An attempt was made to refill the pump with 30ml of 0.9% saline using a 60cc syringe and a leak was noticed at the blue connector. The blue connector was then observed under magnification and signs of stress were observed on the end of the tubing. Pressure pot testing was performed to assess the saf flow rates 2ml/hr, 4ml/hr, 8ml/hr and 14ml/hr. The saf unit was detached from the pump and hooked onto a pressure gauge. The average bladder pressure used was 8.26psi. Flow rate 2ml/hr yielded a flow rate of 1.96ml/hr, which is within specification with a +/- 20% tolerance. Flow rate 4ml/hr yielded a flow rate of 3.74ml/hr, which is within specification with a +/- 20% tolerance. Flow rate 8ml/hr yielded a flow rate of 7.00ml/hr, which is within specification with a +/- 20% tolerance. Flow rate 14ml/hr yielded a flow rate of 12.64ml/hr, which is within specification with a +/- 20% tolerance. The investigation summary concludes that a fast flow was not able to be fully evaluated as flow accuracy testing was not able to be performed. A leak was observed on the pump due to a partial break in the tubing at the blue connector. During an attempt to refill the pump with saline it was seen leaking from the partial break. Pressure pot testing was performed on the saf and all flow control tubings met specifications with a +/-20% tolerance using the average bladder pressure. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).